Manufacturer narrative:
Sc-1160 / (B)(6). The returned ipg was analyzed and a review of the patients data found frequent charge interrupts and a low charge current in the field, likely caused by device migration/depth/orientation or charging technique issues. The battery depletion rate was within the expected range. It passed the functional test, and an electrical test revealed normal device characteristics. With all the available information, boston scientific concluded that the complaint was confirmed. The ipg was in hibernation and was charged fully in one cycle. A labeling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient was having difficulty keeping the ipg charged due to migration. The patients ipg was replaced and that the patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty keeping the ipg charged due to migration. The patients ipg was replaced and that the patient was doing well postoperatively. The explanted ipg will not ne returned.